Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 2. Customer reporting false negative reaction against 0.8% selectogen lot# vs947 exp: 30aug2016 for two separate events. First patient with previous history for anti- fyb and second separate event of anti c. According to customer, both samples with previously identified antibodies which were sent from sister facility to be tested on provue with screening cells lot # vs947. Both samples in question reacted negative on provue and manaul gel using the same lot # of screening cells and gel cards cell#1 expresses a homozygous pos phenotype for fy(a-b+) and cell #1 is also homozygous pos for (c+c-). Customer reports no erroneous results reported due to this event occuring since this was a part of an correlation study between facility. Positive antibody screenings were obtained using 0.8% selectogen lot of a different lot. Customer confirmed reactions were weak -1+ for fyb antibody and 1-2+ for anti-c issue started on: (B)(6) 2016; reported 8/29/16, frequency: 2x, microtubes/wells or cell (donor #) affected: cell#1, methodology used: provue /manual gel method, incubation time (for manual test only):15 min, pattern observed:neg, customer was expecting: pos, test repeated: yes, result obtained by repeating:neg, method used to repeat:manual gel method. Customer reports all gel cards and reagent red cells are stored and tested according to IFU. Customer reports daily qc testing was performed and acceptable. Ortho discuss variation of antigens on donor cells and possible titer of antibody is below the threshold ranges. Ortho recommended customer to phentoype the screening cells for the corresponding antigens, however does did not want to perform. Customer was calling for possible additional complaints on lot. However, customer does not have samples for returns or additional testing. Only reporting incident for documentation.